Event description:
Information received with return of the explanted device notes that during a follow-up evaluation, the magnet rate was at 96.6 ppm. The patient's last follow-up, six months previous, showed a magnet rate of 99.1 ppm. After doing a vario test, the vario off function did not work. The patient was hospitalized with her intrinsic rhythm at 50 bpm. When further evaluation showed no pacemaker communi- cation, the device was replaced.